Event description:
Event description boston scientific cardiac rhythm management (crm) received information that the impedance measurements on this left ventricular pacing lead had increased to greater than 2000 ohms in all configurations. No adverse patient effects have been reported.